Event description:
On (B)(6) 2017, the reporter for the patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue began on (B)(6) 2017, 1:54pm when the patient obtained alleged inaccurate erratic results of ¿247 and 78mg/dl¿ on the subject meter performed less than 20 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs¿ criteria for precision. The patient manages his diabetes with insulin pump therapy and reported taking additional food ¿a snack¿ as a result of the readings obtained. The reporter denied that the patient developed any symptoms and no medical intervention was reported. The reporter also denied that the patient obtained blood glucose results on any other device. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. The correct testing steps were carried out and the test strips had been stored correctly and had not expired. The test strip vial was not cracked or broken and the patient did not have control solution to conduct a test. The patient¿s products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the reported results did not meet lfs' accuracy criteria.